Event description:
The user facility reported a 46-year-old black male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that their aic (automated impella controller) started to alarm during patient support and the screen froze. When the touch screen could not be manipulated, the decision was made to replace the aic. The pump flow remained unchanged throughout the event. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.